Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient reported blood glucose results of "176 mg/dl" with the subject meter and "58 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. The patient does not take medications to manage his diabetes. It is not known if the patient made changes to his usual management routine. Shortly after, the patient claims he felt symptoms of dizzy, cool and shaky. The patient ate sugar but still did not feel well. The patient claimed as he was walking in the street he "fell down". Emergency medical services (ems) was contacted and transported the patient to the hospital. At the hospital, the patient was given food and denied receiving any additional treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013) - device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. The meter was not returned as requested. The meter serial number provided by the reporter is invalid or unavailable for device history record review. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/7/2013 and 8/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.